Event description:
It was reported that the patient experienced diaphragmatic stimulation. The devices programming was adjusted and the patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.